Event description:
It was reported that during a da vinci s hysterectomy surgical procedure, the surgeon inserted the harmonic curved shears instrument into the robotic trocar and the inactive "blade" of the harmonic curved shears insert fell into the pt's abdomen. The "blade" was retrieved and the planned surgical procedure was completed with a replacement instrument. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument and insert accessory were not returned for eval, therefore, the root cause of the customer reported failure mode cannot be determined. There are no components in the harmonic curved shears instruments or inserts that meet the definition of "medical sharps". Per the customer reported complaint, it has been concluded that the "blade" referenced by the customer is actually the clamp arm of the harmonic curved shears insert. A f/u MDR will be submitted if the instrument and/or insert accessory are returned (post engineering eval) or if add'l info is received.